Manufacturer narrative:
Device was not returned to the manufacturer for evaluation but product images were submitted which appeared to display distal tip of driver sheared off. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with thoracic compression fracture. The patient underwent posterior fusion at levels th9-l1. Intra-op, the tip of the driver was broken during final tightening. There were no fragments remaining inside the patient. No patient complications reported as the result of this event.

Manufacturer narrative:
Additional information: evaluation method code: 3297(material hardness testing) product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.